Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The device displayed an alert and at a recent interrogation the longevity was 13%. Subsequently the device triggered the replacement indicator. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. The s-ICD was explanted and replaced without complication on (B)(6) 2025, and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The device displayed an alert and at a recent interrogation the longevity was 13%. Subsequently the device triggered the replacement indicator. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. The s-ICD was explanted and replaced without complication on (B)(6) 2025. No additional adverse patient effects were reported. The device was received for analysis.